Manufacturer narrative:
Received 1 used silicone catheter with the drainage bag still attached. During the visual evaluation, a cuff roll was observed. The balloon was inflated with air and deflated cuff roll was formed. After that, 10cc of a mix of water and blue methylene was introduced with a syringe the catheter was left for 3 minutes resting in a flat surface. Then it was deflated by itself and cuff roll was formed. Per the functional evaluation, the balloon was inflated with air and deflated; a cuff roll was formed. After that, 10cc of a mix of water and blue methylene was introduced with a syringe, and the catheter was left for 3 minutes resting on a flat surface. It was then deflated by itself and a cuff roll was formed. The active length was measured and the results were as follows: short side= 0.6835¿, long side=0.6916¿ (per specification, the active length is 0.60¿ to 0.90¿). The catheter active length was found within specification. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Catheters should be replaced in accordance with the cdc guideline "guideline for prevention of catheter-associated urinary tract infection". At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Do not stretch catheter. This will cause repositioning of probe." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had a mushroom-like ridge on the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter had a mushroom-like ridge on the balloon.